Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) had a defect. The surgeon noted observing a scratch in the center of the lens after implantation. The patient's daily activities were not affected, and the directions for use were followed. There were no medical or surgical interventions reported. No further information is available.

Manufacturer narrative:
The product was not returned to the manufacturing site for evaluation. The customer provided photo was evaluated. Additional information: section d9: device available for evaluation? No. Section h3: evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photo was evaluated by a post market safety surveillance officer. The picture provided by the customer and attached into the complaint file was evaluated. The pictures show a pseudophakic eye visualized under a surgical microscope, claimed to be implanted with a tecnis monofocal intraocular lens preloaded in the symplicity delivery system, model dcb00. It can be observed a lineal scratch like mark that measures approximately 2 mm, located at the center of the lens optical portion. Per the location of the scratch like mark it would be possible to contribute to potential visual distortions disturbances in the event the lens remains implanted; however, the actual clinical impact and the potential root cause of the incident cannot be determined from a picture assessment. The complaint issue lens damaged was not identified during photo evaluation. The observed cosmetic issues is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.